Event description:
It was reported that the ilet issued an alert 38 motor stall during a meal announcement, which interrupted insulin delivery and resulted in failure to infuse; the user performed a dry run, then changed the cartridge and connector, after which insulin delivery resumed. Symptoms included hyperglycemia, with a reported blood glucose of 278 mg/dl that later decreased to 191 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a stalled motor, consistent with a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.